Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant, a device interrogation showed both increase and spike of pacing thresholds on the right ventricular (rv) lead. In addition there was a "loss of signal" and intermittently missing markers on both rv and right atrial (ra) leads. Further follow-up with the physician indicated that the patient had been vigorously coughing and moving around at the time of the event. No action was taken, and the physician chose to monitor the issue. The leads remain in use. No patient complications have been reported as a result of this event.